Event description:
A hospital in (B)(6) reported that an rt132 infant continous flow breathing circuit is "not heating properly" while in use with an mr850 respiratory humidifier, sipap and a giraffe infant warmer. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an rt132 infant continous flow breathing circuit is "not heating properly" while in use with an mr850 respiratory humidifier, sipap and a giraffe infant warmer. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint inspiratory limb of the breathing circuit and 900mr805 heater wire adaptor, lot 081030, was returned to the manufacturer for investigation. The complaint inspiratory limb and heater wire adaptor were visually inspected and performance tested in a setup of including an mr850 respiratory humidifier, mr290 autofeed humidification chamber, expiratory limb and a temperature/flow probe for a 5 day period. Results: the visual inspection revealed no damages to the returned complaint devices. The electrical resistance of the heaterwire was found to be within specification. The inspiratory limb warmed up and performed as intended. Conclusion: no fault was found with the returned complaint devices. All breathing circuits are electrically tested during production and those that fail are rejected.